Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x220x150-hybrid sterling balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the inflation of this device was enough to complete the procedure. No patient complications were reported.